Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. However, intermittent button response noted during testing. Pump was cut open to perform visual inspection and found moisture damage on keypad connector and battery tube assembly. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. ¿ the pump was received with minor scratches on lcd window, cracked keypad overlay, missing display window cover, cracked case (corner of belt clip rails, partially broken retainer, battery tube threads-cracked, corroded battery tube and scratched case. In summary, customer alleged cracked case battery tube confirmed. Keypad unresponsive confirmed due to moisture moisture damage on electronic assembly confirmed. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack along the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis